Event description:
A surgeon reported that following a procedure that utilized vsp system, the patient specific prosthesis did not end up in the proper position post-surgery. The patient reported discomfort which led to a revision surgery.